Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was conducted. Visual investigation: the small universal chuck with t-handle (p/n: 393.105, lot #: 2l52793) was received at us cq. Visual inspection of the complaint device showed that one of the clamping jaws has indications of damage likely from impaction. The locking sleeve is hard to rotate with the locking collar pulled back. Functional test: a functional assessment was performed on the device and the locking sleeve rotates clockwise and counterclockwise (with high effort) with the locking collar pulled back. The complaint was able to reproduced. Dimensional inspection: no dimensional inspection will be performed due to post manufacturing damage. Document/specification review: relevant drawing was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the t-handle is functionally broken (jammed) even though it does not meet the ¿2+ pieces¿ definition of broken. Additionally, one of the clamping jaws shows signs of damage from impaction. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 393.105. Lot: 2l52793. Manufacturing site: haegendorf. Release to warehouse date: 26. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the small universal chuck with t-handle was broken. There was no patient involvement. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).